Event description:
The patient's bd q-syte broke during the changing of infusion, lines and bd q-syte devices, leaving the male connector in the female part of the skin tunnelled line. The patient had to attend a & e as an emergency as the hal-life of the drug that was being continuously infused is 3-5 minutes with a high risk of cardiovascular collapse if it is interrupted. The team was able to remove the broken portion of the bd q-syte device that had lodged in the groshong line connector so that infusion could be recommenced. A week later, the patient returned to a & e as the connector of the groshong line was leaking due to a fracture. The fracture was likely the result of the attempts to remove the broken portion of the bd q-syte device. The groshong line was then repaired, causing distress to the patient.

Manufacturer narrative:
The sample is available for evaluation. Upon receipt of the sample and completion of the investigation, a supplemental report will be submitted.